Event description:
It was reported that the patient underwent a quadriceps tendon repair to address quadriceps rupture and patellar dislocation approximately one (1) month following right knee arthroplasty. Initial operative notes noted no intraoperative complications. Operative notes from the tendon repair noted the patient had acute traumatic quad tendon rupture with patella tilt and lateral subluxation syndrome of the right knee. No abnormalities were noted with the femoral, tibial or articular surface components. The joint was irrigated, patella reduced and an open lateral release was completed with a new quad tendon repair. No intraoperative complications were noted. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b6, b7, e1, e2, e3, g3, g6, h2, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a quadriceps tendon repair to address quadriceps rupture and patellar dislocation approximately one (1) month following right knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - persona posterior stabilized standard femoral component size 10 right catalog #: 42506606802 lot #: 66407636, persona 0 degree cemented tibial component right size h catalog #: 42536008302 lot #: 66407636, persona posterior stabilized articular surface right 14mm catalog #: 42522401014 lot #: 66098412. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.